Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred. The 90% stenosed lesion was located in a shunt in the moderately tortuous forearm. After crossing the lesion with a 6.0 x 40, 75cm mustang balloon, the device was inflated initially at 10 atm. During the second inflation, the balloon ruptured at 20 atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).